Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, the keypad buttons were intact, and all keypad buttons were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad button connector. The alleged keypad issue was unable to be duplicated during testing. Unrelated the original complaint, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.